Event description:
It is reported that a customer experienced high blood glucose of 300 mg/dl. The customer was treated for the high blood glucose with an IV drip. The customer was not admitted to a hospital but paramedics were called. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they have been receiving erratic readings on their sensor. The customer did not have the lot number of the sensor at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.